Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck. Reportedly, the wake button was unstuck, and the pump was functioning properly. The customer's blood glucose level was 186 mg/dl.